Event description:
Reporting status: death. Reporting rationale: perforation not sealed, resulting in death. Device issue: leak - stent graft. It was reported that a perforation occurred with the use of another company's stent. Two graftmaster stents were used to treat the perforation; however, they did not totally seal. The tp subsequently died. No additional event or pt info is available.

Manufacturer narrative:
The other graftmaster stent is being filed under another MFR number.